Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2010 and mesh was implanted concurrently with open right inguinal herniorrhaphy due to recurrent right inguinal hernia. Following the procedure, it was reported that the patient experienced pain, inflammation, inability to sit, difficulty standing/walking and pain in testicles. No additional information provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, recurrence, neuromuscular problems, restriction of mobility and diarrhea. It was reported that patient underwent repair of left recurrent direct inguinal hernia on (B)(6) 2008 due to multiple left inguinal hernia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent right inguinal hernia repair with mesh (bard mesh), plug and lichtenstein overlay on (B)(6) 2007. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a recurrent right inguinal hernia repair on (B)(6) 2010 and mesh was implanted. Following the procedure, it was reported that the patient experienced pain, inflammation, inability to sit, difficulty standing/walking and pain in testicles. No additional information provided.